Manufacturer narrative:
Block b3: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-linear leads , upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075023, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075173, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to loss of stimulation. No additional information has been obtained despite multiple good faith efforts.